Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber forward fired. In addition, the fiber was observed to be rotating within the metal cap and the vaporization efficiency was diminished. It was noted that pressurized saline was used, the fiber was kept 1 to 3 mm from the tissue. However, the physician did bury the fiber tip in the tissue. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported forward firing, diminished vaporization and fiber rotating within the metal cap were not confirmed as analysis found there were no failures or defects with the returned fiber. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing as analysis did not identify any failures or defects in the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified there were no failures or defects of the fiber. Microscopic examination did not reveal any fractures or detachments. The metal cap exhibited mild charred debris adhesion on its surface and the glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber forward fired. In addition, the fiber was observed to be rotating within the metal cap and the vaporization efficiency was diminished. It was noted that pressurized saline was used. The fiber was kept 1 to 3 mm from the tissue. However, the physician did bury the fiber tip in the tissue. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.